Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported information. From the distributor we received at (B)(4) 2009 the additional information: an x-ray was performed and the piece of metal was not found in the patient. The patient watt informed that due to possible MRI in the future, or other scans the metal could cause risk. There was no patient injury.

Event description:
During the surgery, the instrument seized. There was no patient injury. Additional information provided by the dealer (B)(4) 2009, from the user, indicates that the device seized 10-15 minutes into the procedure while inside the patient. They further report that no metal piece was found in the patient, which was confirmed by an x-ray. The patient was informed.